Manufacturer narrative:
Additional narrative required. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left and right lower abdomen on (B)(6) 2017 using cooladvantage, coolcore contour, to the left and right flanks on (B)(6) 2017 using cooladvantage, coolcurve+ contour, to the left and right backfat (B)(6) 2017 using cooladvantage, coolcurve+ and to the left and right inner thighs on (B)(6) 2017 using cooladvantage, coolfit contour, to the left and right back fat (B)(6) 2018 using cooladvantage, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) of the inner thighs, lower back (flanks), upper back (bra fat), lower abdomen 3 months after the last procedure on an unknown date in (B)(6) 2018 post treatment and was diagnosed on (B)(6) 2019. (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the left and right lower abdomen on (B)(6) 2017 using cooladvantage, coolcore contour, to the left and right flanks on (B)(6) 2017 using cooladvantage, coolcurve+ contour, to the left and right backfat (B)(6) 2017 using cooladvantage, coolcurve+ and to the left and right inner thighs on (B)(6) 2017 using cooladvantage, coolfit contour, to the left and right back fat (B)(6) 2018 using cooladvantage, coolcurve+ contour who developed paradoxical hyperplasia (pah/ph) of the inner thighs, lower back (flanks), upper back (bra fat), lower abdomen 3 months after the last procedure on an unknown date in (B)(6) 2018 post treatment and was diagnosed on (B)(6) 2019. Upm (B)(6).

Manufacturer narrative:
Corrected data d1 - brand name.